Event description:
As reported by the edwards field clinical specialist (fcs), 28 days post an uncomplicated transfemoral tavr procedure the patient was re-admitted to the hospital for severe back pain and expired in the emergency room. Two days prior to this admission, the patient was re-admitted to the hospital for a hematoma and was discharged the same day.

Manufacturer narrative:
(B)(4). Additional information provided by the hospital final report indicated that four days post an uncomplicated transfemoral tavr procedure, the patient presented to the hospital with mild back pain and ventricular fibrillation. The patient was started on pressors and was administered CPR. After a prolonged period of CPR and multiple medications the family agreed to stop all resuscitation efforts and the patient expired. Per report, the bedside cardiac echo revealed a mild to moderate sized pericardial effusion, which suggested a possible dissection of the aortic root. According to the instructions for use, pericardial effusion is a complication associated with the tavr procedure and balloon valvuloplasty. Pericardial effusion is an abnormal accumulation of fluid in the pericardial cavity. Because of the limited amount of space in the pericardial cavity, fluid accumulation will lead to an increased intra pericardial pressure and this can negatively affect heart function. When there is a pericardial effusion with enough pressure to adversely affect heart function, this is called cardiac tamponade. It can be caused by a variety of local and systemic disorders, or it may be idiopathic. Pericardial effusions can be acute or chronic, and the time course of development has a great impact on the patient's symptoms. In tavr patients, it may be caused by guide wire perforations or annular ruptures. In this case, the exact cause for the reported event cannot be determined. Per report the cause for this event was possibly attributed to a mild to moderate sized pericardial effusion that could have occurred during the procedure. Although it was not confirmed there was a suggestion a possible dissection of the aortic root. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.